Event description:
Information was received indicating that a smiths cadd® extension set's filter get blocked causing the pump to alarm. There was no reported injury to the patient, but therapy was interrupted due to this malfunction.